Event description:
It was reported that simultaneous flow was observed while using a clearlink system secondary medication set and a continu-flo solution set. The nurse used binder clips to clamp the primary set in order to prevent the simultaneous flow. This malfunction was identified during infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If there is any additional relevant information from that review, a supplemental medwatch will be filed.